Manufacturer narrative:
Block d4, h4: the complainant was unable to provide the lot number. Therefore, the manufacture and expiration dates are unknown. Block h6: imdrf device code a140101 captures the reportable event of balloon failure to deflate.

Event description:
It was reported to boston scientific corporation that a cre pro wireguided dilatation balloon was attempted to be used in the esophagus during an esophagogastroduodenoscopy (egd) with dilation procedure performed on (B)(6) 2024. During the procedure, the physician was able to dilate the patient stricture with the balloon successfully. However, when the balloon was attempted to be deflated it did not deflate all the way. The physician attempted to pull the balloon through the scope however, they could not get the full balloon through the working channel of the scope. The physician then removed the whole scope from the patient with the balloon and the catheter. The procedure was already successfully completed with the original device. There were no patient complications reported as a result of this event.